Event description:
Procedure type: unknown. Patient gender: unknown. According to the reporter: the balloon burst during the procedure. No patient injury was report. No further procedure or patient details available.